Event description:
It was reported that during use of the sphere 9 catheter, two particles were observed within the catheter after it was removed from the left atrium to allow placement of a sheath. All correct device usage was observed, including maintaining activated clotting time (act) above 350, and the catheter was brought back through the sheath appropriately. The particles were flushed out and sent to biopsy for testing, and after flushing, no further particles were noted. The procedure continued with the same catheter and no further issues were observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: a video file was returned and analyze. The video file showed a sphere 9 catheter's tip dipped in solution and being flushed. A white colored foreign material can be seen during the flush. The nature of this material is unknown. In conclusion, the reported issue can be observed through data analysis. The physical product has not yet been analyzed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.